Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead product type lead. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the system was implanted in (B)(6) 2024. After a few weeks, the patient reported a reduction in stimulation e ffectiveness. Upon interrogation, the left electrode showed a short circuit between segments 1c-1b, 1c-2b, and 1b-2b. There were no problems visible on the right side of the body. However, the right hemisphere showed that several electrodes had high impedance (report not shared until now). A battery and electrode revision were performed on (B)(6) 2024, which resolved the high impedance issue of the right electrode. Recently, the patient reported that the patient programmer displayed an oor message. During the last interrogation, segment 2b, which appears to be shorted to segments1b and 1c, was used to deliver stimulation. This should not generate an oor message, although it may reduce the effectiveness of the stimulation effect on the left hemisphere. On the other hand, regarding the right hemisphere, the latest report shows several electrodes with high impedance. On the phone you confirmed to me that the same high impedance profile was confirmed using an impedance test at 1.0ma (the electrodes changed from red to orange, but none from red/orange to green! ), thus confirming the integrity problem of the right electrode. Since the profile is confirmed by testing using 1.0ma, the physician might consider excluding segment 10b from stimulation. This should resolve the oor issue, hopefully it won't interfere with the stimulation effect on the left side of the body. However, the question of what could be the reason for the high impedance of the right hemisphere remains. The only way to respond is to carry out a review of the system, trying to check the connection sites between the extension and the electrode, or between the extension and the battery, but also the value of the impedance of the extension and electrode, using the extension and electrode test cable respectively.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3300533, serial# unknown, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Additional review indicates this information was already reported in manufacturer¿s report #2182207-2024-03016. Any additional information regarding the event will be submitted as a supplemental submission to that report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that on (B)(6), the neurosurgeon replaced the ins and lead during the revision.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead, lot#/serial# unknown, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that there was a revision on (B)(6) 2024 and the issue was resolved.